Manufacturer narrative:
The compressor mini was reported with a burnt fuse. Service technician replaced the fuse. The unit passed pre-use check and was handed over in working condition. No parts were returned for investigation. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The compressor mini must be serviced at regular intervals by personnel trained and authorized by getinge. Any maintenance or service must be noted in a log book. Preventive maintenance must be performed as follows: maintenance at 5 000 hours of operation or at least once a year (whichever comes first) when replacing filters. During this maintenance the mains inlet and fuses must be checked, and replaced if necessary. Extended maintenance at 10 000 hours of operation when replacing filters, compressor tubing, shock absorbers and overhauling the compressor. It is unknown when or if any of these maintenance has been performed, the cause to the reported issue cannot be determined by this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).